Event description:
The customer lost consclousness and was hospitalized with low blood sugars. Troubleshooting revealed that the customer remained connected to the pump while priming a new infusion set. Explained the importance of disconnecting while priming with the device.